Event description:
On (B)(6) 2014 at the (B)(6) hospital in allentown pa it was reported that the rotaflow drive unit serial number (B)(4) used with rotaflow console serial number (B)(4) displayed a head error message during priming of the circuit. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu technician and the control board in the console was replaced. The rfd was evaluated by the manufacturer em-tec and the motor control board (mc2) was found to be defective and was replaced. (B)(4).